Event description:
It was reported that loose particles were observed in a vial-mate 100ml nacl 9mg/ml after reconstitution with an unreported medication. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was received for evaluation. The sample was visually inspected and functionally tested. During evaluation the device underwent a suboptimal activation technique. This technique resulted in a single grey particle, approximately 2 mm in diameter. The reported malfunction was due to the method of the user.